Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that on (B)(6) 2021, a (B)(6) male child patient experienced high blood glucose level (387 mg/dl) due to bent/kinked cannula after more than three hours of insertion, which they tried to treat with a bolus via pump. Therefore, on the same day ((B)(6) 2021) the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Further, he was transferred to the intensive care unit. The patient's highest blood glucose level was 387 mg/dl and had high ketone levels. The infusion set had been used for three days (beyond labeling). During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously, as corrective treatment which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Moreover, the patient had faced four kinked cannulas resulting in an emergency room visit. Further, they replaced the infusion set and the insulin was resumed successfully unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.